Event description:
The recipient hit his head on the wall during playing and started to feel continues pain at the implant site. Even when the recipient did not wear the audio processor. When he was wearing the audio processor, non continues noise was experienced. The recipient can hear low sounds very difficult. Follow-up measurements are scheduled and re-implantation is considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient hit his head on the wall during playing and started to feel continues pain at the implant site. Even when the recipient did not wear the audio processor. When he was wearing the audio processor, non continues noise was experienced. The recipient could hear low sounds very difficult. The recipient has been re-implanted.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to the reported trauma appears very likely. However, to confirm an exact root cause device investigation would be necessary. The concerned device was explanted but has not been received for investigation yet.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue breakages. Also, an impact to the head might have weakened the fixation of the active electrode and could also be a factor for electrode mobility. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Event description:
The recipient hit his head on the wall whilst playing and then had continuous pain at the implant site, even when not wearing the audio processor. When he was wearing the audio processor, noise, but not continuous was experienced. The recipient could hear low sounds but with difficulty. The recipient has been re-implanted.